Event description:
The customer was admitted into the hospital for high bgs. Troubleshooting was performed. The lead screw passed the test. The nurse confirmed that there was no basal rate programmed into the pump and the time was off. Also the customer confirmed that they had lost all their settings before when they had the batteries out for over two hours. The nurse also mentioned that there were air bubbles in the tubing. It was stated that it could not be determined if the air bubbles were there before or after the customer was admitted and disconnected from the pump. The customer stated that it is possible that there was a site related issue. The customer inserted the set near the scar tissue.